Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrode pads would not adhere properly to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the returned set of event electrodes. Based on the evaluation and testing performed there were no assembly or performance discrepancies noted. A visual examination was conducted on the electrodes which did not show any adhesive discrepancies. The electrodes and raw material foam passed an adhesive peel test within specification. Based on the results of our evaluation there was no evidence that the electrodes had any adhesive issues. The electrodes passed all testing and performed as expected. No trend is associated with reports of this type.